Event description:
It was reported that the pt underwent a CABG procedure. At some point, the y-connector separated from the reservoir and tape was used to hold the y-connector in place. There were no adverse pt consequences reported.